Manufacturer narrative:
This report is for an unknown ao t-plate/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: dominique saragaglia et. Al (2012), results of forty-two computer-assisted double level osteotomies for severe genu varum deformity, international orthopaedics vol. 36(5), pages 999-1003 (france). The aim of this article is to present the clinical and radiological results of 42 severe genu varum operated using computer navigation. Between august 2001 to june 2010, a total of 38 patients (29 male and 9 female) with a mean age of 50.9 years (range, 39-64 years) were included in the study. The patients had knee osteotomies for genu varum deformities which all of them undergone and after the first made femoral closing wedge osteotomy, the ao t-plate was used to fix it. The mean duration of follow-up was 46 months (ranges 12-108 months). The following complications were reported as follows: patient had a recurrence of the deformity related to impaction of the femoral osteotomy on the medial side. Patient had poorly satisfied for koos score. One patient who had a loss of correction not related to navigation. This report captures reported event of loss of correction. This report is for a synthes ao t-plate this is report 1 of 2 for (B)(4).